Event description:
It was reported that after an acculink stent was implanted in the left internal carotid artery, during post-dilatation, the patient experienced hypotension and dopamine medication was given. Post-procedure, the same day, the patient experienced bradycardia with a pulse down in the 40's beats per minute range. Atropine was given for the bradycardia. Both the bradycardia and the hypotension resolved without an adverse patient sequela on (B)(6) 2013, but both of the events were reported as serious and there was a prolonged hospitalization occurrence. The patient was discharged home on (B)(6) 2013. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of bradycardia and hypotension are known observed and potential patient effects as listed in the rx acculink carotid stent system electronic instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.